Event description:
Per oss, this sys was removed due to infection. Per call to rep, this sys was discarded by the hospital. Also removed were: setrox s 53, MDR 1028232-2007-00308, corox otw 85, MDR 1028232-2007-00309, mdt 6947-58m.